Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance. The lead was no longer used and replaced. The patient was in stable condition during and post procedure.